Manufacturer narrative:
The 5-day report box was inadvertently selected in field g6. This report is to correct this error as this is a 30-day report. The 30-day report box has been checked in this correction report in field g6.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803.the device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.